Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call possible under delivery alarm on the insulin pump. Customer's blood glucose level was 16 mmol/l. Troubleshooting for possible under delivery alarm was performed. Customer advised they had 4 possible under delivery alarms in a two day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify possible under delivery due to motor error alarm.